Event description:
The pt reported that about 2 months ago, he did not get a low battery alert on his insulin infusion device before he received the depleted battery alert. He stated he is using a lithium battery. The pt was advised to use a good quality aa alkaline battery as the MFR recommends. The pt stated that this has not occurred again. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.